Manufacturer narrative:
The astral device was returned to resmed. Review of the device logs confirmed the reported complaint, however, the reported complaint was not reproducible. Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. The device was not in patient use when the reported event occurred.